Manufacturer narrative:
(B)(4). Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was difficulty crossing the moderate to heavily calcified lesion in the superficial femoral artery with the armada 35. The armada 35 crossed the lesion and was inflated to nominal pressure when the balloon ruptured. The entire armada 35 was removed from the anatomy and replaced with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.